Manufacturer narrative:
This supplemental report is being submitted to provide additional subject device evaluation result. The subject device was returned to olympus service operation repair center (sorc). Sorc found that the error code was e216/b30. The exact cause of the scope communication error e216/b30 was displayed could not be conclusively determined. However, based upon the information from sorc, olympus medical systems corp. (Omsc) surmised that the error e216/b30 was displayed was attributed to the malfunction of the ccd unit, the failure of the printed-circuit board in the video connector or some problem of another device in the system.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc duplicated the reported phenomenon by heating the video connector after omsc left the subject device on for a long time. Omsc reviewed the service records and confirmed that the electrical board for video image had not been replaced since the subject device was installed to the facility in september 2012, and the video imaging unit had been replaced in june 2020. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the evaluation, there is a possibility that the reported phenomenon was attributed to the failure in the electrical board of the subject device due to aging deterioration, overcurrent, or static electricity.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause has been under investigation, therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that the communication error occurred during preparation for use. The user facility disconnected the subject device from the video system center and reconnected the subject device to the video system center, but the issue was not resolved. The user facility replaced the subject device to another device. There was no report of patient injury associated with this event.